Event description:
Techlite pen needles are bent, prior to being used. Open the pen needle and the needle that is inserted into the insulin pen is bent, and cannot be used. FDA safety report ID # (B)(4).